Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse, on (B)(6) 2010 and mesh was implanted. The patient developed anatomic recurrence of prolapse at 13 months post procedure and was treated with topical estrogen ointment and subsequent mesh removal. Mesh was contractured, but not exposed at the anterior vaginal wall after 13 months. Mesh was exposed 1.5cm on the middle wall and 1.5cm on the anterior vaginal wall. After treatment, the exposure was 6cm after 16 months. Patient condition is reported as fine. Additional information was not provided.